Event description:
The customer reported that the system displayed a communication failure error message and shut down during a case. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was replaced. The system was then found to be operating as intended.